Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port and had liquid water droplets inside the transfer bag. The issue was noticed after opening the bag. The device was filled with 240ml fluorouracil and 140ml saline. There was no patient involvement. No additional information is available.